Event description:
It was reported customer experienced high blood glucose levels. Customer changes cartridge every 5 days. Customer switched back to her previous non-tandem pump for insulin therapy.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.